Event description:
It was reported that the suspect lead was replaced because it was broken after a generalized seizure. No further relevant information has been received to date. The suspect product has not been received to date.